Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The same day as the event onset, the patient was hospitalized and was treated with tobramycin injection (0.5mg, per bag) and ceftraxone injection (250mg, per bag) for peritonitis. On an unreported date, the patient was discharged from the hospital and the antibiotic treatment was stopped. At the time of this report, the patient had recovered from the peritonitis event. It was reported that the patient retraining was completed, and pd therapy was ongoing. No additional information is available.